Manufacturer narrative:
Product inspection revealed that the cables of the safety side panel were defective. The safety side panel was replaced and thrown away. The simulation at the manufacturing site showed that when cables inside the safety side panel are defective, the movement of the safety side panel could trigger the electric CPR, leading to citadel mattress deflation. In normal circumstances, when CPR located on the safety side panel is used, the bed platform flattens and lowers, and mattress deflates to allow resuscitation. Therefore, initially, it was thought that the failure of the cables inside the safety side panel could cause the unintended movement of the bed platform. However, deeper analysis revealed that this type of failure does not activate the bed platform on its own. When the failure of cables occurs, the system interprets it as if the movement was initiated, but not activated. This means that the bed platform will not move until the button is physically pressed. There will be a mattress deflation because the CPR from the mattress is a separate function, and a movement of the safety side panel will activate the CPR dump valves of the mattress. This failure has not caused or contributed to a serious injury or death in the past, and it is considered unlikely it will lead to a serious injury or death in the future. Therefore, this type of failure will not be considered reportable in the future. The device failed its specification since the internal cables in the safety side panel were defective, there was no injury and no indication of patient involvement, the bed was not involved in the adverse event.

Event description:
Correction. The initial information have been wrongly interpreted. The safety side panel was lowered which caused the activation of electrical CPR from the mattress. There was no injury, no patient involvement.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that the safety side was defective, the left foot side. When safety side was lowered, it activated the CPR function without any command given.